Event description:
Event description cpi received information that this endotak transvenous defibrillation lead had blood in the header. The blood was found during a routine replacement of an implantable cardioverter defibrillator (ICD)n on insulation break was noted. The physician elected not to remove the lead. The lead remains active.